Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00019. The pt received his scs sys on (B)(6) 2009 consisting of an ipg and two percutaneous leads. It was reported that he suffered a fall in (B)(6) of 2010. The pt continued to receive therapy, but he reported, the level of relief has changed since the incident. In an effort to resolve this matter, the pt underwent reprogramming, but the stimulation is allegedly not as effective as it was before the fall. X-rays will be performed for further interrogation of the pt's scs sys.